Manufacturer narrative:
The company representative (cr) visited the site and evaluated the system. The cr was unable to confirm or replicate the reported event. As preventative measures, the ac performed energy calibration and added beam conditioner in the energy section. The cr tested and verified the system to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, they are having trouble with cuts when doing corneal flap creation. Additional information received, the site experienced multiple side cut issues and instances where additional means to complete surgery were required.